Event description:
It was reported that the customer was transporting a patient when a service indicator appeared on the device and display went black. The display then came back on by itself but was "unreadable". The patient was admitted to the local hospital for care and there were no adverse effects to the patient due to the device failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was also observed that there were several service codes logged multiple times. Including the date/time of the reported patient incident. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. The assembly functioned properly on a mock-up device and there were no service codes logged before nor after testing.